Event description:
The complainant reported an 63-year-old male patient presenting for post cardiotomy cardiogenic shock. Following impella explant from direct access, bleeding was identified at the graft at the aorta site. As a result of the bleed, the patient was reopened and the site was repaired.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.